Event description:
It was reported that patient was implanted with a non-synthes prosthesis and synthes hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 4.5mm cortical screw for the repair of the right hip of an iatrogenic fracture on (B)(6) 2015. Patient developed a septic right hip. The non-synthes prosthesis for the right hip had failed and was removed with all synthes¿ parts on (B)(6) 2015. Patient was revised with a new non-synthes prosthesis, and new synthes¿ hardware consisting of the following parts: (one) 4.5 mm locking compress plate (lcp) proximal femur hook plate, (three) 1.7 mm cables with crimp, (three) cerclage positioning pins, (two) 5.0 mm locking screws, and (one) 7.3 cannulated locking screw. There was no surgical time delay reported for the explant surgery. The patient status outcome is good and the surgery was successfully completed. This is report 10 of 10 for (B)(4).

Manufacturer narrative:
Date of event: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.